Event description:
It was reported that the patient experienced implant pain with this pacemaker which was questioned if performing as intended. The boston scientific technical services consultant referred the patient to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that there were no messages in the patient chart and recent remote check was fine.